Event description:
Attorney reported: on (B) (6) 2007 - pt underwent surgery for repair of a ventral hernia. A ventralex hernia patch mesh was implanted to repair the hernia defect. On (B) (6) 2008 - pt underwent surgery for repair of umbilical hernia with small bowel resection. The surgeon notes in the medical records that a segment of small bowel was identified which had the previously placed ventralex mesh adherent to it. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.